Manufacturer narrative:
(B)(4) for the reported event of tip detached. The device was disposed; therefore, a technical analysis could not be performed. Given the event description, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fc 23/28mmx12cm stent was used in the esophagus during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2014. According to the complainant, during preparation, when they removed the wallflex esophageal fc 23/28mmx12cm stent out of the packaging, it was noted that the tip of the deployment system detached. The procedure was completed with another wallflex esophageal fc 23/28mmx12cm. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.